Event description:
It was reported that during a lobectomy procedure, the staples were unformed (4-5 stapels) at the central part of staple line on pt's side. Another device was used to complete the case. There were no adverse consequences to the pt.